Event description:
A flexible extension broke during a curvilinear distraction surgery. Surgeon reported an incomplete osteotomy. The broken extension required a second procedure.

Manufacturer narrative:
Additional information has been requested. Manufacture date, manufacture site, and 510k/PMA number cannot be determined without a part number or lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.